Event description:
It was reported that during a procedure the device was not clamped to the surgery table with the proper clamps (proper clamps were not sent with the device). One of the clamps used failed during the procedure causing the device to bend. A delay of more than half an hour was reported. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint facility for independent evaluation, therefore a visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.